Event description:
It was reported by the patient¿s parent that a signal loss occurred. On approximately (b0(6) 2024, the pediatric patient experienced a signal loss which occurred an unknown day after the sensor had been inserted in the arm. The patient experienced seizures, was unresponsive, had foam coming from the mouth. A teacher called an ambulance and emergency medical services assisted the patient. The patient was treated with medication for hypoglycemia (possibly glucagon, not confirmed). The patient was taken to the hospital. There was no information about the medical intervention provided at the hospital. At the time of the report the patient was doing better. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction or additional information is required.